Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 5mg/ml at 0.1mg/day via an implantable pump. The indications for use were gastrointestinal/pelvic floor. On (B)(6) 2019 it was reported that a cap (catheter port access) was done and they did not get flow so the catheter was revised. Per the reporter, nothing was wrong with the catheter other than a small kink. The physician fixed the kink and was able to aspirate perfectly. The catheter remained implanted. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.